Event description:
Reportedly, as the technologist was positioning the overhead monitor, the monitor suspension arm broke off from its pivot support at the top at the system control cabinet. The technologist was able to hold the falling monitor in her arms but as a result of supporting the weight of the monitor, the technologist reportedly injured her back (lumbar strain and trapezoid elongation).